Manufacturer narrative:
The company service representative examined the system and the system functioned as intended. The system was then tested and met all product specifications. The phacoemulsification handpiece was not returned for evaluation. The handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece had no power and became hot. The handpiece was switched out to complete the case. There was no harm to the surgeon or the patient.